Manufacturer narrative:
Siemens healthcare diagnostics inc. Investigated the cause of the event and determined that it was due to user error as the user released a flagged nrbc result obtained from the advia 2120 without autosampler without reviewing it first. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended.". The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low nrbc result was obtained on one patient sample on the advia 2120 without autosampler. This result was reported to the physician, who questioned the results. The sample was repeated and the customer looked at the blood smear and corrected the result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low nrbc results.